Manufacturer narrative:
On 2/11/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the patient had undergone replacement with a (left) 225cc mentor smooth round moderate profile saline breast prosthesis (catalog: 3501630 lot: 9384777 sn:(B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: (right) 225cc mentor smooth round moderate profile saline, catalog: 3501630, lot: 7383734, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 225cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2020.

Manufacturer narrative:
On 2/18/2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing was performed and it revealed a tear in the anterior view, measuring approximately less than 0.1 cm. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).